Manufacturer narrative:
Analysis of the lead, model 388928, serial/lot no. (B)(4) found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 388928, lot# va1ahub, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that during test after the insertion of the electrode it was discovered that with electrode 1 there was no effect and no spikes on the ECG, as there was with the others. It was suspected the issue was with electrode pole 1. No factors were noted to have led or contributed to the issue. The lead was replaced and the issue resolved. The consumer¿s medical history included oab neurogenic over active bladder. The consumer was alive with no injury.